Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2004: (B)(6). (B)(6), md. Operative report. Preoperative diagnoses: umbilical hernia with diastasis recti. Postoperative diagnoses: umbilical hernia with diastasis recti. Procedure: laparoscopic repair of umbilical hernia. Description of procedure: ¿with the patient in the supine position on the operating table after a suitable level of anesthesia had been achieved, the abdomen was prepped with betadine and draped in the usual sterile fashion. A small incision was made in the right upper quadrant and with traction on the abdominal wall the veress needle was inserted and the abdomen was insufflated with co2. After suitable insufflation the veress needle was removed and the 5 mm trocar was inserted. Under camera visualization a 10 mm trocar was inserted in the right mid abdomen laterally and two, 5 and a 10 on the left side of the abdomen. The area of the hernia had been marked as well a circle with about 3 cm overlap surrounding it. A piece of dualmesh plus approximately 9 cm in diameter was chosen and sutures of cv2 gore-tex were placed in the four apices. This was rolled and brought in through one of the trocars and laid flat with the rough side toward the peritoneal surface. Then using the passer the four apical sutures were passed through the abdominal wall and then carefully this patch was brought up and snugged up against the abdominal wall covering the fascial defect. The corkscrew tacker was then used to carefully tack the edge of the mesh down to the fascia circumferentially. The pressure in the abdomen was then lowered to about 8 cm at this point. This seemed to have good apposition of the edges of the mesh to the peritoneum and posterior fascia and as pneumo was released the mesh seemed to lie smoothly. Sutures were cut above the knot and then the incisions were closed with clips after the trocars were removed allowing the abdomen to fully deflate. Dressings were applied. The patient was taken to the recovery room.¿ (B)(6) 2004: [facility ni]. Intraop record. Implant record. Item number: 65668. Device description: mesh dual plus 10cmx15cm oval. Catalog number: 1dlmc03. Body site: umbilicus. Size: 10cmx15cm. Wasted: 0. Serial number: (B)(6). Quantity: 1. Device type: implant. Lot number: 02892922. Physician: (B)(6)md. Assessment: all implant packaging intact. Package integrity maintained. The records confirm a gore® dualmesh® plus biomaterial (1dlmc03/02892922) was implanted during the procedure. There is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f24: insufficient information. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as insufficient information and no findings available and will be closed as ¿withdrawn¿ and ¿cause not established¿. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The status of the device is unknown as no record of explant was provided. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2004 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on "to be supplemented", an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "to be supplemented". Additional event specific information was not provided.